Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. It was further reported that the patient experienced recurring incontinence. There was no device malfunction associated with this complaint as this was a sizing issue. The onset of the symptoms occurred shortly after activation.